Event description:
It was reported that during a stenting treatment procedure, a balloon burst occurred. The 28mm in length, non-calcified, de novo target lesion was in the non-tortuous right coronary artery. The lesion was not predilated. A liberte bare (mr) ous 32mm 4.50 stent was advanced to treat the target lesion. The stent delivery balloon was inflated to 12 atms and the balloon ruptured. The stent delivery system was removed and the stent was postdilated with a 4.5mm non-bsc balloon catheter. There were no pt complications reported with the pt's current condition listed as "stable."

Manufacturer narrative:
Pt - 18 years or older. (B)(4).